Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue: the pump is hot to touch, no known trauma to pump. Changed battery about two weeks ago. States pump felt normal temperature this morning. No moisture or corrosion noted in battery compartment. Patient states she disconnected and removed battery, found battery to be much hotter than pump, threw battery away and is not using pump at this time, on back up plan. No injury noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.